Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The complainant reported a 67-year-old male patient had been implanted with an impella 5.5 for mechanical circulatory support. When the 14x13 peel away sheath was removed a few days later from the right groin, the patient was grimacing in pain when the leg was handled, and pulses were lost on the following day. The patient therefore went in for emergent fasciotomy. The patient was also taken to the cath lab in the morning for intervention of the leg. However, the md was unable to open any blockages and now plans are being made to transfer patient to barnes for vascular surgical intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿